Event description:
During a diagnostic and angioplasty case a left angiogram with possible angioplasty was being performed in 2008. The physician put in the sheath and then wanted to remove it. When the sheath got stuck so the physician had to open the pt to remove it. The case was still going on when customer called. The wire guide had been removed but the sheath was not retrieved at that point. Add'l info was subsequent received indicating a portion of the sheath could not be retrieved.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the info provided, we are unsure why the sheath separated. We are aware that this can occur and have taken steps in an effort to prevent this in the future. The appropriate individuals have been notified of this matter.